Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a review of reports for this right ventricular (rv) lead was requested. Technical services (ts) reviewed the data and discussed there were extra signals on the rv and shock electrograms (egms), suggestive of possible oversensing. Ts was unable to conclusively determine what these signals were and noted there had been no other stored episodes since march 2026. Ts recommended bringing the patient in to evaluate the lead. This rv lead remains in service and no adverse patient effects were reported.